Manufacturer narrative:
There are no details of the patient and the report event available as yet. Supplemental report(s) will be filed as additional information becomes available. The device has been returned and a product investigation completed for it. The manufactured date is not available at this time. The user¿s complaint was confirmed. The device was attached to the usg-400/esg-400 and a probe check was performed; the device failed the probe check; error code u509. Both switches were checked and found both switches are functional. A visual inspection on the received condition was performed on the device; there is some tissue build up. The ptfe pad (teflon pad) was inspected and found it is in good condition. The distal end of the device was inspected under a microscope and found approximately 20mm of the probe is detached; detached probe was returned. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. Product investigation evaluation conclusion based on similar reports determined the cause for the detached probe is attributed to the probe coming into contact with a hard or metallic surface during activation. The instruction manual (IFU) includes several warning statements in an effort to prevent damage to the device: "do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.¿

Event description:
As reported for this event, during the therapeutic procedure a probe damage error code was observed. The distal tip of the device had broken off. There was no adverse impact to the patient. The procedure was completed with a new device of the same model.